Manufacturer narrative:
The device is not being returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. It was noted during procedure via transesophageal echocardiogram, that a small, organized thrombus was adhering to the distal end of the occluder when attempting to partially recapture it. The patient had been administered heparin for procedure. The patient had a minimum activated clotting time (act) level of 238 second and maximum act of 294 seconds. The decision was made to fully recapture and remove the occluder while aspirating with a large syringe. Once fully removed from the patient, the decision was made to replace the 14f amplatzer torqvue 45x45 delivery sheath with another 14f amplatzer torqvue 45x45 delivery sheath. It noted that the first delivery sheath was in the patient for an excess of 15 minutes. No replacement device was implanted. The patient was discharged the time of report

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported patient device interaction problem with thrombus could not be determined. The reported minor injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.